Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11c08103 and h11b21066 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the nurse stated that on an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the event was not reported. Event outcome and action taken with dianeal pd4 ambuflex therapy was not reported. An opinion of causality was not provided.